Manufacturer narrative:
UDI - unknown due to the lot number being unknown. One 6f angio-seal vip vascular closure device was returned for evaluation. The carrier tube assembly was returned separate from the hemostasis sheath. There was some suture attached to the carrier tube but a separate piece of suture was returned as well. The arteriotomy locator and the tamper tube were returned separately as well. There was blood like substance on all returned device components. No anchor or collagen was returned. All ends of the suture were inspected under microscope and the strand geometry suggested manual cuts with a blade and not a break due to excessive strain. The tensioner hub was disassembled to check for anomalies and none were found. The exact cause of the event cannot be determined in absence of information such as patient vascular anatomy and user technique. Based on the available information and the returned device it is deemed indeterminate if the suture broke due to excessive strain. However, based on historical analysis of complaints, it is likely such failures occur either when the patient has tortuous vasculature leading to unanticipated off axis forces on the device and suture leading to thread breakage or the user applied excessive pulling force on the device. Based on the state of the returned device it is indeterminate whether the deployment was successful. Due to the lot number being unknown, a review of the device history records were unable to be performed. Lot specific trending was unable to performed, however, product specific rending of the complaint files for the past three years revealed three similar reports. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the suture broke with the involved angio-seal device. The following information was provided by the user facility: when she tried to deploy the angio-seal, the suture broke when backward tension was applied to the device; and the patient was reported to be stable. Additional information was received on 09/14/2017. The reported blood loss was 10cc. There were no other devices or equipment being used with the reported product. The angio-seal device was used to complete the case. Hemostasis was completed by manually tamping the device and manual pressure was only held for a few minutes. Medical or surgical intervention was not required.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.